Event description:
The user facility reported that during a diagnostic procedure, a portion of the polyurethane coating was partially peeled away from the distal end of the guidewire during withdrawal. The user facility confirmed that a metal entry needle was used during the procedure. The iliac vessel was described as diseased and tortuous. In addition, some resistance was reportedly noticed during withdrawal of the wire. The user was able to completely remove the guidewire from the patient with the partially sheared coating still attached. Another guidewire was used and the procedure was completed successfully with no patient complications. The patient condition is reported as "fine". Additional event specific information was not available.